Manufacturer narrative:
Additional information: h4: the lot was manufactured april 10-12, 2025. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed backflow of fluid from the fill port with the cap off during fill. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leak from the fill port during filling with fluorouracil and normal saline. The fill port cap was secured on the top of the device. There was no patient involvement. No additional information is available.